Event description:
It was reported via a trial that on (B)(6) 2009, the patient underwent stenting in the proximal left anterior descending artery with one 2.75 x 23 xience v stent. On (B)(6) 2010, a persistent restenosis was discovered during a follow-up coronary angiogram. The patient underwent percutaneous coronary revascularization in the target lesion with two drug eluting stents. The patient's condition resolved on (B)(6) 2010. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. If the device is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4).evaluation summary:the device has been received and evaluated by baxter. The reported condition was not confirmed and not duplciated. The assignable cause could not be determined at this time. The device has not been repaired for the reported condition.

Event description:
The customer stated an axsym analyzer generated falsely elevated troponin-I results for one patient. The patient's initial sample generated a troponin-I result of 0.18 ng/ml. The patient's second sample generated a troponin-I result of <0.02 ng/ml. The patient's third sample generated a troponin-I result of <0.02 ng/ml. The patient's fourth sample generated a troponin-I result of 0.07 ng/ml. The customer's normal range is 0 - 0.04 ng/ml, and the physician questioned the discrepant results. The customer reran all samples. The first, second and third specimens generated repeat troponin-I results of <0.02 ng/ml, and the fourth sample generated an error. The customer believes the discrepancy to be sample specific. There was no adverse impact to patient management reported.

Event description:
The facility representative contacted baxter on (B)(6) 2010 to report that the pca (patient controlled analgesia) button on the ipump device was infusing without being pressed. This was found during biomedical testing, with no patient involvement. There was no, adverse event, patient injury or medical intervention associated with this event. There is no further complaint information available.

Manufacturer narrative:
(B)(4).